Manufacturer narrative:
Follow up 4/14/2016 the customer reported to no longer be experiencing issues with the pump. The customer requested that the replacement pump be returned. The customer was instructed to keep replacement pump and return pump that had been reported with an issue. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not declare audible continuous glucose monitor (cgm) alerts. The customers blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. It was indicated that the customer would continue to use the pump until the replacement arrives.